Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. It was reported the sensor was inserted in the arm and an alternative bg testing site was used (toe). At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was also reported that the sensor was inserted in the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. In addition,it was reported that an alternative testing site was used (toe) to calibrate the dexcom cgm system. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a finger stick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a finger stick for calibration. Alternative site blood glucose values might affect sensor performance, and you might miss a low or high blood glucose value. However, a root cause for the reported inaccuracies cannot be determined.